Event description:
The pump reportedly "immediately went dead when unplugged." It did alarm for approx 1 to 2 secs then went dead and had a constant audible tone. The pump had reportedly been plugged in for at least 16 hrs prior ot use on the pt and the ac light was present when plugged in. The event occurred immediatley post-operatively when the pt was being transferred from the operating table to a bed. The device has been infusing epinephrine, phenylephrine and milrinone. The drug concentrations, the specific line per drug and the infusion rates were not recalled. The pt blood pressure "dropped into the 60's mmhg" during the event. A new device was immediately available and the infusions were transferred to that pump. The pt blood pressure re-stabilized after the infusions were re-initiated by the anesthesiologist. The pt did not experience any adverse sequelae, no add'l info was available.